Event description:
Date of this report: typo (year) corrected. Database reconciliation of study (B)(6): the inadequate flow continued until (B)(6) 2016 when the device was removed because it was no longer required.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device was not removed for this event; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Database reconciliation of study tr 0147: the device was successfully placed on (B)(6) 2016. On (B)(6) 2016, inadequate flow occured and cathflo activase was given to treat the clotted catheter. The event had resolved on an unknown date. No action was taken with the study catheter. The device was removed at a later date ((B)(6) 2016 because it was no longer required since a graft had been placed.